Event description:
It was reported that an x-ray revealed that the patient's right atrial lead had dislodged. Interrogation revealed that the lead exhibited loss of capture, low pacing impedance, and low p-wave sensing. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, failure to capture, low lead impedance, and p-wave amp variation were not confirmed. Electrical testing and visual and x-ray inspection of the lead did not find any anomalies.